Event description:
A 67-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's caregiver reported to novocure that the patient experienced scalp irritation. The patient subsequently consulted a healthcare provider (hcp), who prescribed an unspecified topical cream two to three times daily, along with an oral antibiotic. Optune gio therapy was temporarily discontinued. The images provided showed multiple small skin lesions throughout the scalp, accompanied by mild erythema. The patient reported resuming optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported, following removal of the transducer arrays on (B)(6) 2025, she observed a rash covering the entire scalp. Reportedly, the patient applied hydrocortisone cream to the affected areas and remained on therapy. On (B)(6) 2025, the prescribing physician confirmed that the patient experienced a skin reaction described as rash, which recovered by applying a steroid ointment. The prescriber stated that the skin reaction was caused by the adhesives in combination with not using alcohol to clean the skin. The patient resumed optune gio therapy after a short therapy break.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).